Manufacturer narrative:
The insulin pump had button error alarm. Device was received with intermittent act button response due to flattened keypad dome. No frozen screen noted. Keypad connector was found closed properly during visual inspection. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump had button error alarm. Device was received with intermittent act button response due to flattened keypad dome. No frozen screen noted. Keypad connector was found closed properly during visual inspection. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. The keypad is also unresponsive. Customer's blood glucose level at the time 10.5mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.